Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 245 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated that it was very hot while they were golfing prior to the issue. The customer received a battery out limit alarm when they realized the buttons on their device would not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.